Event description:
It was reported that this right atrial (ra) lead exhibited a product performance issue. The patient underwent a surgical intervention to remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Return request has been sent to the representative. Additional information was requested. This investigation will be updated should further information be provided.